Manufacturer narrative:
The reported event was confirmed ¿ supplier related. Evaluation found pvi leak on the tray. Evaluation found pvi leaked on the tray and spread onto the wrapping sheet. Based on the evaluation, it was observed that there was an improper sealing at the pvi sachet that caused leakage. The reported event is confirmed as supplier related issue and further investigation has been documented. The potential root cause for this failure could be due to generated at supplier site or during transit to bard, (example: defective / torn / broken components). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [ t he bladder/urethra may be injure d 2. Applicable patients · patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously , the bladder and urethra may be [contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (incl uding vegetable oi ls such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Cathete r damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter shape, configuration and principle s bard ® silver tsc tray consists of a balloon catheter with temperature sensing, urine collecting bag for closed drainage system, syringe prefilled with sterile water, water soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls gloves and statlock foley . There are several types of closed drainage bag s. The bag and statlock foley included in the tray will depend on the product. 2 < <material>> balloon balloon catheter: natural rubber latex; silver coatingex; silver coating this product is made with bacti-guard®® silver alloy coating.silver alloy coating. < <sizes of catheters sizes of catheters>> available in sizes 14fr, 16fravailable in sizes 14fr, 16fr 1. Balloon catheter with temperature sensing 2. Closed drainage bag) (the illustration shows one example of typical configuration) syringe prefilled with sterile water syringe prefilled with sterile water wate wate 3 temperature temperature--sensing designed to be placed in the bladder, and a urinary drainage bag.sensing designed to be placed in the bladder, and a urinary drainage bag. [Directions [directions for use]for use] 1. Method of the device is intended for single use only and is not reusable. 2. 2. Precautions for use 1) to secure a sterile field for the procedure, spread a clean wrapping paper. 2) place waterproof sheet beneath patient¿s buttocks. (Fig. 1) 3) put on sterile gloves. Open rile gloves. Open tray and place it on the wrapping paper. (Fig. 2)tray and place it on the wrapping paper. (Fig. 2) fig fig.1 .1 fig.2fig.2 4) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (Fig. 3) 5) lubricate the distal end of the catheter wof the catheter with waterith water--soluble lubricant packaged in the soluble lubricant packaged in the tray. (Fig. 4)tray. (Fig. 4) fig.3 fig.3 fig.4fig.4 6) insert catheter into the urethral meatus, and advance it until the balloon enters the insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out bladder and urine flows out through the cathetthrough the catheter. Using a syringe packaged in the ER. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (Fig. 5)balloon. (Fig. 5) fig.5fig.5 7) pull catheter to seat the balloon at the level of the bladder pull catheter to seat the balloon at the level of the bladder neck and secure neck and secure pplacement.lacement. 8) keep the drainage bag below the bladder level without touching the floor. (Fig. 6) keep the drainage bag below the bladder level without touching the floor. (Fig. 6) 4 fig. 6 fig. 6 9) connect the lead wire of catheter to temperature monitor with extension cable. Connect the lead wire of catheter to temperature monitor with extension cable. 10) secure drainage tube to bed sheet with clip to ensure t secure drainage tube to bed sheet with clip to ensure t hat there is neith hat there is neither twist nor ER twist nor kink in the tube. (Fig. 7)kink in the tube. (Fig. 7) fig.7fig.7 11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, ion, withdraw the withdraw the catheter while confirming that no resistance is.catheter while confirming that no resistance is encountered. 1) malfunction - - catheter kinking, damage, catheter kinking, damage, rupture - - difficulty or failure to remove the device - - occlusiousion n of catheter inner lumens of catheter inner lumens - - encrustation - - accidental removal of the device due to leakage of sterile water or balloon rupture accidental removal of the device due to leakage of sterile water or balloon rupture - - device damage due to inappropriate use device damage due to inappropriate use - - failure to measure temperature failure to measure temperature - - improper temperature indication 2) urinary--tract infection - - hemorrhage, hematuria - allergy reaction to the device - - calculus formation - - edema - - pain - - discomfort - - injury of bladder or urethral - - urethritis, urinary incontinence - - retained balloon fragments" correction: d,g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that before opening the foley tray package they found that the povidone iodine solution was leaked. The lot number was myhw3626.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before opening the foley tray package they found that the povidone iodine solution was leaked. The lot number was myhw3626.